Manufacturer narrative:
Pmcf: based on the information currently provided and available, it was reported that the patient's spo2 dropping to 78% after water was backing up into the humidifier chamber and breathing circuit. The breathing circuit being used was confirmed to not have a water trap which has been concluded to be the cause this event. The device repair evaluation and log analysis confirmed on the day and time of the event that obstruction, low minute ventilation, and circuit disconnected alarms occurred. There was no failure of the device relevant to the event reported. This event has been assessed and categorized as a serious injury, severity 3. No causal relationship of the device to the patient¿s outcome has been found, however contribution of the device to the patient adverse event has been confirmed. Failure to use a breathing circuit with a water trap to prevent water from backing up into the humidifier chamber and causing the patient's spo2 to drop to 78%. Further review of ER 2227245 trilogy evo product safety risk management matrix, current revision has linked the alleged malfunction to risk tag ID # evo_17.1.4. The predicted severity associated with this risk tag is congruent with the allegation of harm as severity 3. No additional actions are required nor any further escalation. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging that a trilogy evo ventilator alarmed for ¿obstruction,¿ ¿low minute ventilation,¿ and ¿circuit disconnected.¿ it was reported that water from the humidifier overflowed into the circuit. The humidifier was turned off, the water was drained from the circuit, and the device was reconnected directly to the patient for continued use. The patient was suctioned, and spo2 was measured at 78%, which was below the patient¿s baseline spo2 of 98% measured approximately two hours earlier. Supplemental oxygen at 5 lpm was initiated using the facility¿s emergency oxygen concentrator. At approximately 10:20, a sales representative, facility nurse, physician, and nurse from the clinic managing the trilogy evo arrived at the facility. At the time of physician examination, the patient¿s spo2 was reported as 95%. Following the examination, the facility nurse replaced the circuit, and the sales representative and clinic nurse confirmed there were no issues with the replacement chamber or circuit. After the sales representative departed the facility, the patient was reported to have developed a fever and was considered unstable. The patient was subsequently transported emergently to the hospital. No additional information regarding patient outcome has been received. This information has been reviewed by the clinical expert and will be reported as a serious injury as this incident meets the definition of a reportable complaint per the FDA regulations (21 cfr 803). Based on the information currently available, the event cannot be confirmed or refuted. Additional information and further good faith efforts are required to evaluate potential device contribution to the reported patient condition. Per the physician, the circuit obstruction was attributed to an increase in humidifier water level. During evaluation of the device at the manufacturer's service center, the event log was reviewed and records of obstruction, low minute ventilation, and circuit disconnected alarms were confirmed during the reported timeframe. Verification testing was performed, and the device passed all testing. Based on the investigation, it was determined that the reported alarms were caused by the external factor previously reported. Inspection of the interior of the device confirmed no evidence of water ingress. No device malfunction or abnormality was identified. The technician performed final testing, battery check, valve check, run-in testing, and cleaning procedures, and confirmed that the device operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.